Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a case using ablation, the patient in recovery got up from their bed, fell and had an embolism that resulted in the death of the patient. In this case a 15cm antenna was used at 75 watts for 4 minutes. The technician did not believe the embolism was related to the complications. There were no device deficiency noted.